Event description:
The customer reported the battery was run down, the defibrillator gives battery dead message even if it's always powered. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the battery was run down, the defibrillator gives battery dead message even if it's always powered. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The power supply was replaced to resolve the reported issue.